Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was changing set to able to treat. The customer reported via phone call indicating that the insulin pump had reservoir leak during bolus. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that the location of the leak is between th e2 black lines and slightly underneath the plunger. The customer stated that there is no cracks/split in the barrel. The customer also stated that there is no other source of leak. The customer was advised to return the reservoir and transfer guard. The customer was advised that we would send replacement reservoir.